Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample provided. Bd received one 18ga insyte autoguard bc winged catheter-adapter assembly along with a piece of top web packaging from lot number 8310618. Through the visual examination, there were traces of blood observed on the catheter tubing and on the tip. The catheter tubing revealed a v- shaped cut near the tip. The reported issue was confirmed. This type of defect can originate as a part of the manufacturing process or due to improper use of the device. Since the unit had been used and out of the its original package the definite source that cause the confirmed defect could not be determined. A device history record review showed no non- conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that a defective catheter was found during use with a insyte autoguard bc. The following information was provided by the initial reporter: "by pricking a patient; I could not mount the catheter, I felt a resistance. Looking closer: problem in the end of the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter was found during use with a 18g x 1.16in (1.3 x 30 mm) insyte autoguard. The following information was provided by the initial reporter, "by pricking a patient; I could not mount the catheter, I felt a resistance. Looking closer: problem in the end of the catheter."

Manufacturer narrative:
The change is as follows: medical device brand name: insyte autoguard bc.

Event description:
It was reported that a defective catheter was found during use with a insyte autoguard bc. The following information was provided by the initial reporter, "by pricking a patient; I could not mount the catheter, I felt a resistance. Looking closer: problem in the end of the catheter."